Event description:
The rptr stated that during a spinal surgery procedure using the manta ray anterior cervical plate, the variable angle, self drilling screw (part number 22-12-4010, lot w6953) was driven through one plate hole. The doctor did not use any drilling guide or an awl. The screw was introduced freehand. The manta ray plate was removed and the procedure was completed using a theken tether anterior cervical fixation system.

Manufacturer narrative:
As a result of integra's two year retrospective review, which is still ongoing, integra concluded that this medical device report should have been submitted at the time that the complaint was received. The device was received for eval. It was observed that one corner of the screw holes on the plate shows slight material deformation, there was a scratch on the underside of the screw head. A review of the complaint log showed that this incident was the fourth incident of this kind to be reported. The design of these devices was changed in 2008 to address these issues. The surgeon was reported as not using any guides or an awl, which would center the drilled hole with the screw hole in the plate. The surgeon used a self drilling screw inserted freehand. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.